Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported 32098 error was confirmed but not replicated. In logs, the 32098 error was found indicating brushless motor controller fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a test system where all relevant testing was passed within specification. Once testing was completed, the axes controller arm (aca) printed circuit assembly (pca) was inspected, and no faults could be identified. The probable root cause of this issue is attributed to sensor errors on the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site was getting a repeated recoverable fault. The technical support engineer (tse) was unable to view logs due to system not being connected to onsite. The site did not have any messages on the top of the vision side cart (vsc) screen and customer confirmed the error 23076. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.